Event description:
It was reported that the patient underwent a prophylactic generator replacement surgery on (B)(6) 2016. An implant card was then received stating that the patient's surgery was actually a full generator and lead replacement surgery due to "lead discontinuity." Impedance after the full revision revealed normal impedance of 1493 ohms. Programming history for the patient's device was reviewed and revealed no anomalies. Additional information was received that the lead discontinuity was observed via x-rays on (B)(6) 2015, although there was no evidence of high impedance having been seen on the patient's device. The explanted generator and lead were reportedly discarded by the explanting facility and are thus unavailable for return and analysis. No additional relevant information has been received to date.